Manufacturer narrative:
Batch review performed on 05 july 2021, lot 2022553: 70 items manufactured and released on 01-march-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, 4 items of the same lot have been sold without any similar reported event. Additional implant involved: must lt 03.59.235 must lt 25mm long - pedicle screw ø7x45 cann (k203482) lot. 2022559, batch review performed on 05 july 2021. Lot 2022559: 57 items manufactured and released on 01-march-2021. Expiration date: 2026-02-16. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with a similar event reported on this lot. Note that two equal devices have been reported in this case. Clinical evaluation performed by medical affairs director a patient of bi-level lumbar fixation complains about pain few weeks after surgery. The screws on the left side were removed and not replaced. The cause of pain is unknown, but there is no reason to suspect a faulty device.

Event description:
1 month after the primary, the patient came in reporting pain on the left side and the cause of the pain is unknown. The surgeon removed three screws from the patient's left side and did not implant anything to replace them. The surgery was completed successfully.